Event description:
Note: date of event is unknown. This report pertains to the second of two events that are related. Refer to MFR report #3005099803-2008-01009 for a description of the first event. According to the complaint, "[d]uring the procedure, as the tech and the physician pushed the clips against the colon wall the clip bent backwards and was not able to be deployed." The physician completed the procedure with a third resolution clip device. No pt complications were reported as a result of this event and the patient's condition was reported as "fine" following the procedure.

Manufacturer narrative:
The lot number is unknown; therefore, the manufacture date cannot be determined. The device has not been returned. A device analysis is not available; therefore, the relationship between the device and the cause of the event is undetermined. The may 2008 15-month hemostatic clipping product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.